Event description:
The patient reported that he was in the hospital for a kidney transplant, when his blood glucose values "went off of the chart". The patient reported that his blood glucose values were 500 mg/dl. The patient stated that he was taken off of his infusion device and given insulin injections, which reduced his blood glucose values. The patient reported that before he left the hospital, he attempted to begin to use his infusion device again, but immediately his blood glucose values elevated. The patient was given insulin injections again to lower his blood glucose. The patient reported that he switched to his back up infusion device and his blood glucose values have been normal. The product was requested to be returned for evaluation.